Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure for a gastric ulcer bleed, the physician used two cook hemospray endoscopic hemostats. The two hemospray devices would not deploy powder when catheter was placed inside endoscope channel. Hemospray powder would deploy fine when catheter was not inside the endoscope channel. The procedure was completed with a clip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Another modality of hemostasis was used to stop the pre-existing bleed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.